Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: hamilton-c1 was placed on patient in the ER. "However, it did not give any readings/data. It kept alarming and showing a high leak. Mask was changed out and device was re-calibrated but same issue persisted. Rt took device out of service and placed patient on another hamilton c1 vent". No harm to the patient was reported.